Event description:
It was reported while using bd safetyglide¿ needle only, 25 g there were clogged needles. There was no report of patient impact. The following information was provided by the initial reporter: customer reports additional blocked needles.

Manufacturer narrative:
H6: investigation summary no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. H3 other text : see h10

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g there were clogged needles. There was no report of patient impact. The following information was provided by the initial reporter: customer reports additional blocked needles.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: regn2129, medical device expiration date: 31dec2026, device manufacture date: 24may2022. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.